Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps, including disconnecting the tubing and delivering a bolus. Supplies were replaced as necessary, allowing the customer to resume insulin therapy.